Event description:
A hospitalized pt was undergoing a five hrs dialysis treatment. The pt's right forearm graft was accessed with jms 15g needles. After one hour and five minutes into the treatment, it was noted that blood was leaking from a hole in venous needle. Blood leakage was noted at the junction of tubing and avf joint. Upon closer eval of the needle and its tubing, a hole with white opacity encircling the tubing with 1mm wide was noticed. Pt lost 300cc blood. (Extracted from FDA maude database).